Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: patient experienced hyperglycemic event with blood glucose level of 675 mg/dl. Patient was taken to hospital. Device was removed at hospital and disposed of. Device is not available for technical review.

Event description:
Cde of type 2 diabetic pt. Using vgo 30 since (B)(6) 2017 reported to valeritas customer care hyperglycemia to 675 mg/dl and pts. Family took pt. To hospital and pt. Discharged 24 hours later. Using vgo 30 bg 111-675 mg/dl within several hours bg increased from 111 to 675 mg/dl. Vgo was discontinued at the time of vgo removal at the hospital; the vgo was disposed of. The device was half full when removed. Likely contributing cause of the hyperglycemia is unknown and the vgo cannot be ruled out. Ae assessor has placed multiple calls to the pt. And the pt. Has not answered nor returned the calls. It is not possible to assess contributory factors without the pts. Diabetes and health history and pts. Procedure for using vgo.